Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The september 2016 angiodynamics complaint report was reviewed for the bioflo dialysis product family and the failure mode "catheter fell out of patient." No adverse trend was indicated. In addition, this is the only reported complaint for this failure mode in the past 15 months for the bioflo dialysis product family. The root cause of the reported complaint description cannot be determined as no sample was returned for evaluation. The directions for use packaged with the device include instructions for catheter placement and securement. (B)(4). Device discarded.

Event description:
As reported by hospital in canada, patient had had a bioflo dialysis catheter placed on (B)(6) 2016. Catheter fell out while he was taking a shower at his home on (B)(6) 2016. This was not noticed until he came in to the hospital later that day for "extra treatment."per the complaint reporter, the patient's condition was described as "stable." The catheter was replaced on (B)(6) 2016. The used catheter was discarded / will not be returned for evaluation.